Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) packaging was returned for investigation.visual evaluation of the as returned product packaging identified the device was returned opened with the outer vial seal broken and the vial missing with no product inside. Functional testing to recreate the reported event could not be performed due to the nature of the device and event no per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. Pictures or x-ray images were not provided. The conditions of the product when they first reached the customer are unknown. DHR review was completed for the subject lot number (1218632). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218632) for similar events and no other complaints were identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : incorrect component quantity) or device (tsvb13). Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer h6: event problem and evaluation codes h10: additional narrative one impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) packaging was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. Pictures or x-ray images were not provided. The conditions of the product when they first reached the customer are unknown. DHR review was completed for the subject lot number (1218632). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that during the surgery, when the doctor opened the implant box tsvb13 there was no implant. The doctor completed the surgery using another implant.